Manufacturer narrative:
Dentium evaluated each implant returned and was able to verify the model number by dimensional analysis. A review of distributor shipping records provided a possible list of lots numbers. A review of mfg records for those lots did not reveal any problems. Lack of osseointegration is a known adverse effect for all dental implants as stated in our IFU. The overall success rate for dental implants is above 95%. Therefore, the implant failure is most likely due to causes other than the product such as surgical mistake, pt bone condition, pt oral hygiene, or pt behaviour.

Event description:
A bag of 36 implants was returned by the customer asking for free replacement. The dentist claimed the bag contained a mixture of implants that were removed due to failure to osseointegrate and some that were not used because the wrong size was selected or they were dropped. The dentist did not record the pt ID for any of the implants. Since all 36 implants were returned in the same bag it is impossible to know which ones were failed implants and MDR reportable and which ones were wrong size selection and not MDR reportable. Therefore an MDR is being submitted for each of the 36 implants.